Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The customer reloaded the cartridge to resolve the issue. Additionally, air bubbles were observed within the cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer primed the tubing to address the issue.